Event description:
Facility states that lens was loaded into the injector in the dark. The lens was then implanted, and a tear was noted post implantation. The lens was removed with no pt injury. The tray and the injector was then inspected for the missing part, but none was found. Facility believes the lens came in damaged.